Event description:
It has been reported to philips that an emergency examination could not be performed on the allura system due to a problem with the flexvision pc. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was moved to another room and the emergency procedure was performed using a different system. The philips field service engineer (fse) inspected the system onsite and confirmed a failure of the flexvision pc. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The fse replaced the flexvision pc and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code were corrected.